Event description:
It was reported that at follow-up, high impedance and high capture threshold were noted. Externalized conductors were found via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.